Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that something happened to the first device as the patient was miserable. It was later discovered that the device was shut off. The patient then stated that they were not happy with the lead because it was not working the way they wanted it to. The patient went on to explain that they fixed it and the patient has been fine ever since. It was then reported that the implantable neurostimulator (ins) was replaced due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.